Event description:
Olympus rec'd medwatch report#(B)(4) which states "pt had a history of gastric bypass. A long suture was observed in the pt's stomach. When the md attempted to cut the suture, the cutter got stuck and would not open. The intended procedure was an egd." Olympus followed up with the user facility and was informed that the loop cutter was inserted into the biopsy channel of a gastrointestinal scope to cut the suture. The loop cutter became stuck on the suture. A bronchoscope was inserted into the pt along with an olympus hot biopsy forceps to cauterize the suture. The bronchoscope, the gastrointestinal scope, and the loop cutter were successfully removed from the pt. There was no pt injury reported. The pt is doing fine.

Manufacturer narrative:
The device has not yet been returned to olympus for eval. The exact cause of the user's experience could not be conclusively determined at this time. However, based on the info provided, the cause of the reported phenomenon appears to be due to user error, as the subject device is not intended to cut sutures.